Event description:
This atrial lead is a part of implanted ICD system (competitors ICD and tachy lead). Oversensing was reported on the atrial lead. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.